Event description:
Trach reprocessed two times. Balloon popped when parent preparing to do a trach change. Trach was taken out of service. New trach was used for trach change. No harm to patient. [Date redacted] supply chain met with patient safety s to review the meaning of "custom" trach, sop [standard operating procedure] for changing trachs, and sop for sending for reprocessed. Central sterile confirmed they are adhering to the mifu [manufacturer instructions for use] for autoclave/sterilizing. [Redacted] confirmed the concern is breaking after normal standard of care cleaning/reprocessing. This is the same issue/concerns as medsun report (B)(4). Manufacturer response for endotracheal tube device, 3.5 pedi bivona flex tend custom length 50mm, 5.3 od (per site reporter).